Manufacturer narrative:
Product ID neu_label_acc, serial# unknown, product type: accessory. Product ID 3966, lot# la4142, implanted: (B)(6) 2002, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the issue with the patient's implantable neurostimulator (ins) had not resolved and had the turned off. It was noted that the ins had not "worked effectively" since (B)(6) 2012. The patient was frustrated by the fact that they were not able to get help via the telephone due to their post lingual deafness. Additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's device stopped working when she rolled on her left side while sleeping. It was indicated that the patient's healthcare provider (hcp) had been informed of this during a post-operative visit. No further information was reported. If additional information becomes available, a follow up report will be submitted.

Event description:
Additional information stated the patient's stimulation cut off completely when she laid on her left side and she became completely incontinent. It was reported the patient reported this issue to their healthcare provider. It was also reported the patient's device turned off and she had to use the programmer to turn it back on. The patient reportedly "wet herself" when her device "cut off"after she "moved a certain way." It was reported the patient had an appointment scheduled to meet with their healthcare provider (B)(4) 2013 and was scheduled for emeron treatment a week after this report. Three days later, the healthcare provider reported the patient had complained repeatedly of her device turning off or shocking her since it was placed in 2002. The healthcare provider reported there was no documentation of any problem with the patient's device.

Manufacturer narrative:
(B)(4).